Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the display of the high def 560p sometimes blacked out and the button had no good response. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and corrosion on the head port connector contacts was observed. A functional test revealed video noise when the camera cable connector was moved. The complaint was verified. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include the use of wet cable connectors. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.